Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the nurse entered the patient's room and observed the patient¿s bed sheets were significantly wet. Upon inspection, the device was observed disconnected from the hub of one lumen of the patient¿s peripherally inserted central catheter (PICC) line, that resulted in IV fluid leakage. No injury was reported.